Event description:
Customer reportedly obtained results of 1.4 inr on coaguchek system 1 and 3.4 inr on coaguchek system 2 during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.